Event description:
It was reported that during a procedure using two guide wires in tandem in the unspecified vessel, the hi-torque balance middleweight (bmw) elite guide wire failed to cross the implanted stent and was removed without issue. Outside the anatomy the guide wire coating was noted to be damaged and the tip coils were separated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The irregular appearance was unable to be confirmed; however, the coils were noted to be stretched which may be the damages reported by the account. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.